Event description:
Repeated weld failures on new equipment. Device was put into service 4/5/99. First weld failures occurred on 4/9/1999. Intermittent problems w/ two other devices (same model), including wafer jams and failed welds leading to product loss. The first device was returned for servicing 7/99 and was placed back in service 10/5/99. Failed weld occurred on 10/5/99. Returned for servicing /repair.